Event description:
A patient suffered a comminuted, impacted radial head as a result of a fall. During a procedure to determine the proper size for final radial head prosthesis, the surgeon commented that the trial head fell off the trial stem when flexing the arm from the lateral position. This report is #1 of 2 for the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The 510k # cannot be determined without a catalog number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Manufacturer narrative:
Device used for treatment and not diagnosis.

Event description:
Surgeon noted: fracture of the distal right elbow.